Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Correction section b5: it was undetermined if measured impedances were high or low. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue. It was undetermined if measured impedances were high or low.

Event description:
It was reported, the patient was experiencing ineffective therapy. A lead diagnosis was performed and revealed high impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.